Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell on posterior and radius, creases fold and wear abrasion leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area, non-penetrating nicks and striated broken on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on posterior assessed as surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted and replaced.